Manufacturer narrative:
Originally, conmed's distributor, (B)(4), received a complaint from their customer. The customer stated that the cables would not conduct energy to activate the forceps. Upon an evaluation by kobayashi, it was determined that one of the returned cables had caused a pair of forceps to self-activate. Upon conmed's evaluation, the customer's complaint was confirmed as the cables did not conduct energy and did not pass an electrosurgical unit interface test. However, self-activation was not observed. To be consistent and conservative, conmed is filing this event with the FDA due to the report of a self-activation by conmed's distributor.

Event description:
The end user reported that the cables would not conduct electricity to activate the forceps.